Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture (loc). A new rv lead was implanted at the same surgery. No additional adverse patient effects were reported.